Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure and was failed to open. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the one cubie had malfunctioned. A field service engineer resolved the issue by removing the faulty cubie. The system functioned as intended after the field service engineer troubleshooted the device.